Event description:
A customer contacted baxter technical services (bts) regarding assistance with the homechoice machine (hc) displaying dwell 11 of 61. The technical service representative (tsr) assisted the home patient (hp) to cycle power off and on in order to end therapy. The tsr assisted the hp to turn the hc off. The hp stated they will do manuals for the night. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding a program changed by device. Per the hp, he did a manual exchange that night and contacted his peritoneal dialysis registered nurse (pd rn). The nurse fixed his chip in five minutes and he hasn't had a problem with the machine since. The hc unit was operational. There was patient involvement.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. A service history review (shr) revealed that no issues that may have contributed to the program changed by device. A device history was conducted and no issues were found related to the program changed by device in the logs during the manufacture of the lot or serial number.

Manufacturer narrative:
(B)(4). The hc device was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.